Event description:
During the implant procedure, the guidewire was unable to advance into the left ventricular (lv) lead. The event was resolved by replacing the lv lead. The patient was in stable condition and experienced no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance the guidewire was confirmed. As received, a complete lead was returned in one piece for evaluation. X-ray inspection found the inner coil was damaged proximal to s-curve region. Unable to perform guidewire insertion test due to the condition of the inner coil, as received. The cause of failure to advance the guidewire was due to damaged inner coil consistent with procedural damage.